Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.

Event description:
The caller, caretaker for patient self tester, alleged a variance between inratio inr result and the lab inr result. The results were as follows: date: (B)(6) 2016, inratio: 2.8, lab inr: 1.6. Multiple drops of blood were added when applying sample to the test strip. Patient self tester's therapeutic range is: 2.0-3.0. Previous results from inratio monitor provided by caller: (B)(6): inratio=1.6, (B)(6): inratio=1.0, (B)(6): inratio=1.8, (B)(6): inratio=1.7, (B)(6): inratio=2.3.